Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify missing segments/partial display and no delivery alarm/occlusion due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 143 mg/dl. The customer was assisted with troubleshooting. The customer stated that the display was flashing. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer also stated that insulin pump had insulin flow block alarm. Customer stated alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call and unable to determine the cause of the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.